Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.3, lab: 2.8, date: (B)(6) 2011, inratio: 4.3, lab: 2.6. Pt's therapeutic range: 2.5-3.5.

Manufacturer narrative:
Investigation pending.